Event description:
It was reported that the sensors needle compartment detaches from the sensor when the customer is using the inserter. Customer's blood glucose reading was 252 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.